Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported a drainage catheter and an edsiii were placed on a patient on (B)(6) 2013. On (B)(6), during csf drainage, a leak was noted at the stop cock level of the patient line. The csf get out. The drainage was stopped to limit the infection risk. Change of drainage system with lot n° cpkb9l. No clinical consequence. The incident has been reported to the (B)(4).

Manufacturer narrative:
Upon completion of the investigation, the eds iii was leak tested and no leaks were noted from the tubing, but a leak was noted on the 3 way connector. It is possible that when connecting a device it has been connected and over tightened to the 3 way connector, causing the connector to crack. Review of the history device records confirmed the eds iii conformed to the specifications when released to stock. No defects were noted with the catheter. Review of the history device records confirmed the catheter conformed to the specifications when released to stock. The root cause of the problem reported by the customer could be due to atypical force when attaching a device to the 3 way connector, but this could not be determined. As noted if the IFU connectors should be hand tightened only. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.